Event description:
It was reported that during a da vinci s surgical procedure, 'the white colored protector tip' on the harmonic curved shears instrument was 'shaking up and down.' No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the teflon pad was able to slide up and down on the clamp arm. No pieces of pad were missing. The pad could not be pulled off of clamp arm, it was still retained in the groove. The pad was checked against other pads on other inserts and this pad was slightly narrower in width, which allows for greater travel up and down the clamp arm. The pad width was still within specifications. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.